Manufacturer narrative:
Insulin pump was received with the main arm cannot communicate with the motor arm found in the pump history file and critical pump error alarm during testing due to moisture damaged electronic assembly on electrical board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer¿s blood glucose level was 114 mg/dl. Customer reported that they received critical pump error image. Customer report insulin pump was vibrating and beeping after critical pump error alert customer was assisted with troubleshooting. The device will be returned for analysis.